Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's left atrial appendage (laa) was measured with transesophageal echocardiogram (tee) under the following views: 14mm at 0 degrees, 14mm at 45 degrees, 17mm at 90 degrees, and 14mm at 135 degrees. The patient had a pre-existing condition of atrial fibrillation. Transseptal puncture was posterior inferior. The patient's left atrial pressure was 10-12mmhg. The patient's activated clotting time (act) levels were 270-300 sec. During the procedure the device was partially re-captured twice. The device was implanted. One hour post-procedure the patient developed a moderate circumferential pericardial effusion that developed into a cardiac tamponade and was measured at 120ml. The patient was noted to have a heart rate of 45bpm. A pericardiocentesis was performed and 450ml of blood was removed from the patient. The user believed the occluder caused the pericardial effusion. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that one hour post amulet procedure the patient developed a moderate circumferential pericardial effusion that developed into a cardiac tamponade. The patient was noted to have a heart rate of 45 bpm. The user believed the occluder caused the pericardial effusion. Information from field indicated that the patient's activated clotting time levels were 270-300 sec (in therapeutic range). Field also indicated that during the procedure the device was partially re-captured twice before it was implanted. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. The cause of reported patient effect hypotension could not be conclusively determined. The surgical intervention was a result of case-specific circumstances as a pericardiocentesis was performed and 450 ml of blood was removed from the patient. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.